Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe was "without the graduation printed." No report of serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: customer returned photos of 3/10cc syringes from lot # 7240696. Customer states that one syringe is without the graduation printed. The attached photos were examined and exhibited one syringe with no scale markings printed on the barrel. A review of the device history record was completed for batch # 7240696 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200727627, 200727438, 200727290] noted that did not pertain to the complaint. There was one (1) notification [200727290] noted for missing print. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes for missing scale markings include: damage to the pad. Print drum not touching the pad for ink transfer. Pad heat set incorrectly.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe was "without the graduation printed." No report of serious injury or medical intervention.

Event description:
It was reported that a bd ultra-fine insulin syringe was "without the graduation printed." No report of serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.